Event description:
This incident was reported by the healthcare professional, and limited information has been made available. According to the details provided, the patient experienced redness immediately after inserting the contact lenses. The patient sought medical attention at a hospital and received an unspecified treatment. Subsequently, it was reported that the patient developed an eye infection of unknown nature, severity, treatment, or resolution. The reporting optician states the patient has indicated that the reported infection is linked to a bacterium the user picked up while horse-riding, however, the contact lens cannot be definitively ruled out as a causal or contributory factor. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged infection with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00006 for associated incident report.

Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. This it is unknown if this incident involves both right and left eye and patient was wearing a different device in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00006 for second associated incident report.